Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(4) 2012.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation notes the sample was returned with the tip is broken off. Due to the damage the relevant dimensions were not measurable. The microscopic view of the broken surface did not show any anomalies of materials structure. The remaining tip is twisted anticlockwise which indicates the device broke due to mechanical overloading. Product development evaluation reported the tip of this instrument was designed to optimize the torsional strength for a non-retaining driver. The design of the mating recess enables this optimization. The appearance of the fractured tip on the returned item matches the appearance of drivers that were tested. Laboratory test yielding occurred at approximately (B)(4), and shearing occurred at (B)(4). This suggests that the returned part was subjected to torque as high as 20nm. The technique guide (B)(4) mandates the use of a 10nm torque limiting handle for removing implants that were previously final tightened. A review of device history records for manufacturing revealed no complaint related issues. This complaint is considered indeterminate from a manufacturing perspective.

Event description:
It was reported that during a l4-l5 posterior lumbar interbody fusion (plif) procedure the surgeon tightened the l4 screw on the left side and decided to loosen the screw to apply more compression. When he tried to loosen the screw, the tip of the straight tip t25 driver broke off. The surgeon retrieved the broken tip and used another driver to complete the procedure. There was no reported adverse effect to the patient.

Event description:
This is report 1 of 1 for complaint (B)(4).